Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 3006705815-2021-00551, 3006705815-2021-00552. It was reported that the patient experienced an infection at both the ipg and lead sites. In turn, surgical intervention was undertaken wherein the system was explanted. Patient is being administered oral and IV antibiotics.